Event description:
Pt had epidural catheter placed for labor pain management. During the removal of the epidural catheter, it was found that the catheter was not intact. A fragment was confirmed by lumbar CT scan and the fragment of the catheter was surgically removed on (B)(6) 2012.